Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 13 june 2018, the atrial and ventricular auto-threshold functions were programmed to auto since it was intended to follow-up this patient via remote monitoring system. On (B)(6) 2018, it was observed that the atrial pacing amplitude displayed on the remote monitoring report was 4.0 v whereas the programmed atrial safety amplitude was 3.5 v. The atrial auto-threshold curve also showed that the atrial pacing amplitude changed from 2.5 v to 3.5 v around (B)(6) 2018. Preliminary analysis results revealed that the reported behavior resulted from an incorrect management of the setting of the atrial pacing amplitude by the programmer software, when atrial auto-threshold function is on.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the atrial and ventricular auto-threshold functions were programmed to auto since it was intended to follow-up this patient via remote monitoring system. On (B)(6) 2018, it was observed that the atrial pacing amplitude displayed on the remote monitoring report was 4.0 v whereas the programmed atrial safety amplitude was 3.5 v. The atrial auto-threshold curve also showed that the atrial pacing amplitude changed from 2.5 v to 3.5 v around (B)(6) 2018. Preliminary analysis results revealed that the reported behavior resulted from an incorrect management of the setting of the atrial pacing amplitude by the programmer software, when atrial auto-threshold function is on.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the atrial and ventricular auto-threshold functions were programmed to auto since it was intended to follow-up this patient via remote monitoring system. On (B)(6) 2018, it was observed that the atrial pacing amplitude displayed on the remote monitoring report was 4.0 v whereas the programmed atrial safety amplitude was 3.5 v. The atrial auto-threshold curve also showed that the atrial pacing amplitude changed from 2.5 v to 3.5 v around (B)(6) 2018. Preliminary analysis results revealed that the reported behavior resulted from an incorrect management of the setting of the atrial pacing amplitude by the programmer software, when atrial auto-threshold function is on.